Manufacturer narrative:
This case was opened for a report of a tip of an eclipse implant inserter that broke off during surgery. The report states that the threaded tip of an inserter broke off when the anchor (7mm x 2mm) was deployed from the eclipse disposable gun and remains in the patient. An image was provided of the broken inserter by the sales representative. The product was not returned, and no further information was provided so a complete evaluation and investigation could not be conducted. In the eclipse design risk matrix document, risk-fa006-001 (medshape ed-50142-06) rev a. The potential failure of the delivery system (deployment gun) breaking in implant on insertion is recorded and accounted for. The potential cause for this failure is if the surgeon inserts the insert off angle, specifically, an angle not in line with respect to the bone tunnel axis. This potential failure is ranked with a detection of 1, a severity of 2 (device severity of 3) and an occurrence of 1. A historical search from 03/01/2024 to 12/11/2024 was conducted and results showed that this was the first occurrence of this failure mode for this product family. This is an isolated case, and the first occurrence reported. The hazard is an anticipated risk within the risk analysis matrix and a single occurrence is not an indication of a systematic issue necessitating a CAPA investigation. Therefore, no further action is needed. This is an isolated case, and the first occurrence reported. The hazard is an anticipated risk within the risk analysis matrix and a single occurrence is not an indication of a systematic issue.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available

Event description:
Instrument breakage - fragmented pieces left in patient.